Manufacturer narrative:
The device was received with unresponsive buttons due to corroded keypad traces. There was no display ramping on its own anomaly noted. The device was received with minor scratches on the lcd window. The device was received with cracked case at the reservoir tube window corners. The device was received with broken reservoir tube lip and battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button errors on their insulin pump. The customer's blood glucose at the time was unknown. The customer states they are unable to press the esc and act buttons. The customer states the numbers also keep scrolling. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.